Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test , occlusion test, no anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's nurse reported via phone call that customer set to rewind the insulin pump but it kept on giving problems. The customer's blood glucose level was 78 mg/dl. The customer also reported that the insulin pump received no delivery alarm. The device will be returned for analysis.